Event description:
It was reported that via the femoral site when the catheter was inserted over the spring wire (swg) in the operating room, resistance was met. As a result, both the catheter and the swg were together removed. It was then the swg unraveled and x-rays were taken to verify that no swg remained in the pt. A new kit was opened and used w/o issue. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.